Event description:
In 1997, a tumor of the pt's mandible was extracted and the progress of the operation went well. Reconstruction of the mandible with the plate was performed in 1998 and the progress of the reconstruction went well. During an examination in 2000 the plate was found to be broken.